Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for motor cortex stimulation (mcs). It was reported that the ins experienced a power on reset (por) with the 0x200 code. A device data file was provided to check the por and determine when it occurred. A telemetry printout was also provided. It was noted that the ins already experienced a por in the past. The 0x200 por was present in the device data file and occurred on (B)(6)2019 around 1pm. It was not known if the patient had been around any large electronic sources recently. It was noted that the patient did not have a patient programmer under mcs therapy. The patient experienced a loss of therapy as the ins stopped. Additional information was received from the rep. It was reported that the rep was present with the physician during the discovery of the por. There were no further actions/interventions planned to resolve the issue. It was noted that this information was confirmed with the physician/account. It was reported that (B)(6) 2019 date corresponds to the day on which the patient underwent a cataract surgery. The rep asked if this could be linked to the reported event. No further complications were anticipated.